Event description:
It was reported the patient was unable to adjust the stimulation. The patient programmer was "stuck on." With the stimulation on it was making the patient itch. The symptoms began after implant ((B) (6)of 2007). Additional information has been requested.

Manufacturer narrative:
(B) (4).